Event description:
It was reported that delivery shaft fracture occurred. A 91% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: a visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 24.8cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 : (B)(6).

Event description:
It was reported that a device fracture occurred. The 91% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.